Manufacturer narrative:
The advanced failure analysis investigation was completed, and the initial findings were confirmed. The grip ring set screw was found to be loose which was likely why the grip ring got dislodged, leading to the grips not opening. The grip ring was re-seated in place and the screw tightened, and the grips opened normally. No loose grip cable was observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The vessel sealer extend instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down on the grip drive adapter.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend instrument's jaws would not close all the way, and there was an error indicating that the blade may be exposed. The instrument was only used on a small piece of tissue before it faulted. The procedure was completed as planned with no reported injury.